Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy and laparoscopic adhesiolysis in 2017, arthritis in 2016, respiratory system disorder in 2015, perineoplasty (for gaping introitus) and endometrial ablation in 2014, pid pelvic inflammatory disease (diagnosed in hospital) in 2012 and ventral hernia, sleep apnea, neoplasm of unspecified nature, site unspecified, osteoarthritis, migraine, lipemia, nephrolithiasis, gastroesophageal reflux disease, fibromyalgia, fatty liver, essential hypertension, ear, nose and throat disorder, diabetes mellitus, pulmonary hypertension, angina pectoris, muscle weakness, nausea, diarrhea, exercise dyspnoea, vision abnormal, painful intercourse, fatigue, urine incontinence, vaginal discharge, hot flashes, neuropathy, rash, cervical conization, lipoma excision (abdominal wall), rotator cuff repair, carpal tunnel release, umbilical hernia repair, abnormal uterine bleeding (diagnostic hysteroscopy, endometrial ablation, d&c), hidradenitis, chronic cholecystitis, cholelithiasis, condom, parity 4 (vaginal deliveries) and multi gravida (4). Problems bearing (nos). Previously administered products included: mirena. The patient had a family history of uterine cancer (mother, age 35; maternal grandmother), ovarian cancer (mother, age 45; maternal aunt age 25; maternal grandmother), colon cancer (mother, age 58), cervical cancer (sister, age 38) and hepatic cancer (maternal uncle age 70). Concurrent conditions were listed as allergy to nsaids and morbid obesity (bmi 49.4). Concomitant products included nitroglycerin (glyceryl trinitrate), omeprazole, furosemide, albuterol [salbutamol], lorazepam, diclofenac, aspirin [acetylsalicylic acid], crestor (rosuvastatin calcium), maxalt (rizatriptan benzoate), victoza (liraglutide), metformin, acetaminophen (paracetamol), mectizan (ivermectin), cyclobenzaprine, bentyl (dicycloverine hydrochloride), miralax (macrogol 3350), zofran [ondansetron], percocet [oxycodone hydrochloride;paracetamol], paroxetine, famotidine, baclofen and morphine. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (essure removed by laparoscopic total hysterectomy with bilateral salpingo-oophorectomy). The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 49.414 kg/sqm. [Colonoscopy] in 2016: normal [gynaecological examination] on (B)(6) 2018: unable to palpate the uterus or adnexa due to bady habitus. Cervical motion tenderness positive. [Laparoscopy] on (B)(6) 2018: preoperative diagnosis: pelvic pain. Postoperative diagnosis: no invasive cancer on frozen section. Complications: none. Condition: stable. Procedure: total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy. Findings: normal uterus, tubes, and ovaries. No invasive cancer on frozen section. Normal cystoscopy with normal bladder and bilateral ureteral jets seen. Description of procedure: the risks, benefits, and alternatives of the procedure were discussed with the patient. Informed consent was obtained. Carne across cervicovaginal junction with electrocautery on the vcare. Cervix, uterus, tubes, and ovaries pulled fat vaginally. The patient tolerated the procedure well. She was taken to recovery room under the care of anesthesia. [Mammogram] in 2015: normal [pathology test] on (B)(6) 2017: pre-op diagnosis: cholecystitis; final diagnosis: gallbladder, cholecystectomy: chronic cholecystitis and cholelithiasis. Gross description: gallbladder measuring 9 x 2.5 x 2 cm. The serosal surface is brown and there is a roughened hepatic bed. The cystic duct is sight and measures 0.2 cm at the margin of excision. A cystic lymph node is not identified. The gallbladder wall measures 0.2 cm. The mucasa is going with yellow flecks. Viscous green bile is present. Multiple yellow faceted calculi ranging in size 0.9-1.4. Cm and measuring 5 x 2 x 2 cm in aggregate are noted.; on (B)(6) 2018: surgical specimen ¿ histology pre-op diagnosis: pelvic pain specimens: uterus, cervix, bilateral ovaries and fallopian tubes procedure: laparoscopic total hysterectomy laparoscopic salpingo-oophorectomy - bilateral cystoscopy final diagnosis: result: a. Uterus, cervix, bilateral ovaries and fallopian tubes, laparoscopic total hysterectomy and bilateral salpingo-oophorectomy: myometrium with surface scarring, consistent with clinical history of endometrial ablation. Intramural leiomyoma. Cervix, nabothian cysts, negative for dysplasia. Bilateral fallopian tubes, no histopathologic abnormality identified. Bilateral, intact essure devices present within fallopian tubes. Bilateral ovaries, no diagnostic abnormality identified. Frozen diagnosis a. Benign. Bilateral essure devices recovered from fallopian tubes [physical examination] on (B)(6) 2018: vital signs: weight 318 ibs. Bmi 52.9. Performance status 1. Pain score 8 [smear cervix] in 2017: normal [ultrasound scan] on (B)(6) 2018: uterus 12.9x5x6.1 cm. Essure device present in the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy and adhesiolysis in 2017, arthritis in 2016, respiratory system disorder in 2015, perineoplasty (for gaping introitus) and endometrial ablation in 2014, pid pelvic inflammatory disease (diagnosed in hospital) in 2012 and ventral hernia, sleep apnea, neoplasm of unspecified nature, site unspecified, osteoarthritis, migraine, lipemia, nephrolithiasis, gastroesophageal reflux disease, fibromyalgia, fatty liver, essential hypertension, ear, nose and throat disorder, diabetes mellitus, pulmonary hypertension, angina pectoris, muscle weakness, nausea, diarrhea, exercise dyspnoea, vision abnormal, painful intercourse, fatigue, urine incontinence, vaginal discharge, hot flashes, neuropathy, rash, cervical conization, lipoma excision (abdominal wall), rotator cuff repair, carpal tunnel release, umbilical hernia repair, abnormal uterine bleeding (diagnostic hysteroscopy, endometrial ablation, d&c), hidradenitis, chronic cholecystitis, cholelithiasis, condom, parity 4 (vaginal deliveries) and multi gravida (4). Problems bearing (nos). Previously administered products included: mirena. The patient had a family history of uterine cancer (mother, age 35; maternal grandmother), ovarian cancer (mother, age 45; maternal aunt age 25; maternal grandmother), colon cancer (mother, age 58), cervical cancer (sister, age 38) and hepatic cancer (maternal uncle age 70). Concurrent conditions were listed as allergy to nsaids and morbid obesity (bmi 49.4). Concomitant products included nitroglycerin (glyceryl trinitrate), omeprazole, furosemide, albuterol [salbutamol], lorazepam, diclofenac, aspirin [acetylsalicylic acid], crestor (rosuvastatin calcium), maxalt (rizatriptan benzoate), victoza (liraglutide), metformin, acetaminophen (paracetamol), mectizan (ivermectin), cyclobenzaprine, bentyl (dicycloverine hydrochloride), miralax (macrogol 3350), zofran [ondansetron], percocet [oxycodone hydrochloride;paracetamol], paroxetine, famotidine, baclofen and morphine. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (essure removed by laparoscopic total hysterectomy with bilateral salpingo-oophorectomy) on (B)(6) 2018. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 49.414 kg/sqm. [Colonoscopy] in 2016: normal [gynaecological examination] on (B)(6) 2018: unable to palpate the uterus or adnexa due to bady habitus. Cervical motion tenderness positive. [Laparoscopy] on (B)(6) 2018: preoperative diagnosis: pelvic pain. Postoperative diagnosis: no invasive cancer on frozen section. Complications: none. Condition: stable. Procedure: total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy. Findings: normal uterus, tubes, and ovaries. No invasive cancer on frozen section. Normal cystoscopy with normal bladder and bilateral ureteral jets seen. Description of procedure: the risks, benefits, and alternatives of the procedure were discussed with the patient. Informed consent was obtained. Carne across cervicovaginal junction with electrocautery on the vcare. Cervix, uterus, tubes, and ovaries pulled fat vaginally. The patient tolerated the procedure well. She was taken to recovery room under the care of anesthesia. [Mammogram] in 2015: normal [pathology test] on (B)(6) 2017: pre-op diagnosis: cholecystitis; final diagnosis: gallbladder, cholecystectomy: chronic cholecystitis and cholelithiasis. Gross description: gallbladder measuring 9 x 2.5 x 2 cm. The serosal surface is brown and there is a roughened hepatic bed. The cystic duct is sight and measures 0.2 cm at the margin of excision. A cystic lymph node is not identified. The gallbladder wall measures 0.2 cm. The mucasa is going with yellow flecks. Viscous green bile is present. Multiple yellow faceted calculi ranging in size 0.9-1.4. Cm and measuring 5 x 2 x 2 cm in aggregate are noted.; on (B)(6) 2018: surgical specimen ¿ histology pre-op diagnosis: pelvic pain specimens: uterus, cervix, bilateral ovaries and fallopian tubes procedure: laparoscopic total hysterectomy laparoscopic salpingo-oophorectomy - bilateral cystoscopy final diagnosis: result: a. Uterus, cervix, bilateral ovaries and fallopian tubes, laparoscopic total hysterectomy and bilateral salpingo-oophorectomy: myometrium with surface scarring, consistent with clinical history of endometrial ablation. Intramural leiomyoma. Cervix, nabothian cysts, negative for dysplasia. Bilateral fallopian tubes, no histopathologic abnormality identified. Bilateral, intact essure devices present within fallopian tubes. Bilateral ovaries, no diagnostic abnormality identified. Frozen diagnosis a. Benign. Bilateral essure devices recovered from fallopian tubes [physical examination] on (B)(6) 2018: vital signs: weight 318 ibs. Bmi 52.9. Performance status 1. Pain score 8 [smear cervix] in 2017: normal [ultrasound scan] on (B)(6) 2018: uterus 12.9x5x6.1 cm. Essure device present in the uterus quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.